Manufacturer narrative:
Event problem and evaluation codes: updated. Investigation of this complaint was limited because no sample was provided. Two (2) photos were provided where a crack of inner cannula across its length is visible. No trend of complaints related to inner cannula crack has been received. A device history record (DHR) review showed no discrepancies were reported during manufacturing for the reported lot number. The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannulas have been showing cracks in the body of the sub cannula, making it unusable for patients. In addition, the aro used to remove the sub cannula for hygienization also breaks easily. The customer affirms that the staff is periodically trained and qualified to handle this material. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.